Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging copd. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. No patient information was provided. No additional information can be requested at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging chronic obstructive pulmonary disease (copd). Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed the control knob and secure digital card cover were missing. Dust-like contamination was observed on the top cover, left and right-side panels. An unknown dried liquid spot was observed on the bottom of the bottom enclosure. A small amount of potential sound abatement foam stuck to the bottom of the blower housing and base of the bottom enclosure. The manufacturer observed dust-like contamination on the humidifier flip lid assembly, left and right side panels; minor damage to the right side panel; dried liquid spots on the water tank top and humidifier flip lid interior; whitish mineral-like deposits inside the water tank and on the dry box seal; and additional contamination and dried spots inside the bottom enclosure, heater plate, dry box, and lower base. The manufacturer confirmed the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was evidence of sound abatement foam degradation.